Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that a router broke in the attachment during a procedure. No adverse consequences or surgical delay were reported. No further information at this time.